Event description:
It was reported that the asymptomatic patient received inappropriate atp therapy for svt. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.